Event description:
It was reported that during thrombectomy of an av loop graft, the balloon would not deflate when removing the catheter, and still could not be deflated when pulling through the sheath. As reported, the catheter was working fine during the procedure they were able to use it for "3 or 4" passes. The doctor injected contrast (0.9cc) and noted that the contrast was flowing into the vessel but not into the balloon. Multiple syringes were exchanged in at unsuccessful attempt to deflate the balloon. The physician then popped the balloon using a lidocaine needle through the graft using fluoroscopy. There were no patient complications reported.

Manufacturer narrative:
One embolectomy catheter was returned without the packaging. The evaluation included visual examine, and note any abnormalities such as damaged, incorrect or missing components. The balloon and balloon windings were visually inspected for indication of damage or abnormality and the proximal bushing and windings have slipped distal on the catheter tip. There are no missing components. The inflation lumen was returned with what appears to be a full occlusion. Further examination found that the proximal bushing was positioned over the inflation slot, which would account for the balloon not deflating during use. Note the balloon latex was ruptured when received; the customer did state that the balloon had to be popped to be removed. It was not possible to determine if there is any latex missing. This condition may occur if the maximum pull force (2.0 lbs per IFU) has been exceeded. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed; however, there are no indications of manufacturing non-conformance. Review of the available information indicates that procedural factors and device handling may have contributed to the event reported.